Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a vibrate anomaly. The customer stated that the insulin pump was out of insulin and it did not vibrate. This happened for the last 2 nights. The customer stated the device does beep but it is difficult to hear it. The blood glucose at the time of the incident was unknown, during the first day it was 252 mg/dl. Troubleshooting was performed; the insulin pump did not vibrate during the self-test. The insulin pump was returned for analysis.

Manufacturer narrative:
The device passed the error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The device failed to vibrate during self -test due to broken black vibrator motor wire. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner.